Manufacturer narrative:
The ge rep spoke with the in-house engineer, who replaced the foot switch. No further info is available at this time.

Event description:
The customer reported that a table communication error message was displayed on the 2800 system. No pt injury was reported.